Event description:
Philips received a complaint on the heartstart xl defibrillator indicating that device operation check failed. There was no patient involvement. Based on the information available and checking of the device, the root cause of the reported issue is due to accumulation of dirt on electrode plate. No CAPA will be initiated based on this record; a corrective action will be initiated if a trend is discovered through periodic monitoring. A review of the risk management file was performed, and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device meets the manufacturer's specifications after cleaning of the electrode plate. The investigation concludes that no further action is required at this time.